Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-01035. It was reported that system diagnostics recorded high impedances on contacts 1-8 and patient lost effective therapy. Attempts to reprogram were unsuccessful. As a result, surgical intervention may take place address the issue. It¿s unknown which lead recorded high impedance, and both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that there were no known allegations of deficiency against the 3289 lead.